Manufacturer narrative:
Findings: all buttons functioning properly no damage on the keypad assembly. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with dog chew marks.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 140 mg/dl. Customer stated that the button cover torn off. The customer stated that the dog chewed on her device. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 140 mg/dl. The customer stated that b button is not working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.